Event description:
It was reported that a malfunction occurred with the pump, identified by an error code. There was no adverse impact to the customer's blood glucose level. The pump was turned on and off to reset it but continued to show the malfunction error, so it was arranged to be returned for further examination. A replacement pump was sent to the customer.